Event description:
It was reported that a 3000tfx 19mm aortic valve was explanted after a duration of approx 5 years due to stenosis.

Event description:
The operative report of (B)(6) 2012 indicates, "by echocardiography she was found to have severe prosthetic aortic valve stenosis with a velocity across the aortic valve of over 4 meters per second. There was no aortic valve insufficiency. Her left ventricular function was normal. When she underwent cardiac catheterization she was found to have a severe stenosis at the ostium of the right coronary artery. No other significant coronary artery disease was present. Her pulmonary artery pressures were mildly elevated. She did have significant tricuspid insufficiency. She also has noninsulin-dependent diabetes mellitus, hyperlipidemia, gastroesophageal reflux, hypothyroidism and chronic anemia." The edwards' valve was replaced by a non-edwards' prosthesis. The discharge summary indicates, "between the operating room and the intensive care unit she became unstable with falling blood pressure. Resuscitative efforts were begun immediately with administration of cardiotonic drugs and brief CPR. She never responded to any of the measures that were taken and basically the only pressure that was generated was from the intraaortic balloon pump driven by the pacemaker. Transesophageal echocardiography was carried out in the intensive care unit and the picture was dramatically different from the operating room. The right ventricle was not contracting at all and the left ventricle was barely contracting. The situation was discussed with the patient's family and all agreed that it was appropriate to withdraw support. Once the pacemaker was turned off there was no cardiac action at all. The patient expired."

Manufacturer narrative:
Evaluation codes: method device not yet returned. The implant operative report indicates the subject bioprosthesis was implanted with no complications and the patient had excellent hemodynamics. Pericardial valve stenosis can be due to multiple factors, but without device return and evaluation, the failure mode cannot be conclusively determined; bioprosthetic valve stenosis is affected by patient related factors, as well as intrinsic properties of the valve itself. The device history record has not yet been completed.

Manufacturer narrative:
X-ray. Evaluation summary: as received, the sewing ring was cut off at the inflow aspect, which exposed the wireform. Most likely due to explant. Distortions to the stent were noted at commissure 2 as in was pushed inwards, and at commissure 3 as it was pushed outwards. This may have also been due to the explant. The valve exhibited heavy calcification in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue was moderate at the stent inflow. Conclusions: device evaluation indicates extensive calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. It is likely that the patient's condition and medical history may have contributed to the extent of calcification seen on the returned valve. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this explant.